Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation by the field service engineer (fse). The fse found that several pc boards were damaged due to liquid contamination. The device was repaired by replacing parts affected by liquid. After replacing parts, the device passed all performance tests and has been released for clinical use. Liquid on pc boards can cause short circuit which might affect the ventilator¿s characteristics and performance. Root cause/most probable root cause to the contamination is ingress of liquid. Circumstances about the source of the liquid are unknown. Our servo ventilators fulfill the standards of ip21. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to use error/environmental issue. The user is obliged to follow the environmental and cleaning recommendations in applicable user¿s manual.

Event description:
Manufacturer's ref #: (B)(4).